Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented for a routine follow up. Upon interrogation, it was observed the left ventricular lead had high lead impedance, high capture thresholds, and loss of capture. Programming changes were completed during the device check to address the issue. The patient was stable.